Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg was implanted as a right leg. The patient tolerated the procedure. On unknown date, type ii endoleak from a inferior mesenteric artery and a lumbar artery were observed. On unknown date, aneurysm enlargement and right common iliac artery dilation from approximately 18 mm to 24 mm were observed. On unknown date, a computed tomography angiography was performed to evaluate a distal type I endoleak of the contralateral leg and revealed no distal type I endoleak. On (B)(6) 2024, a reintervention was performed. An angiography revealed type ii endoleak from the inferior mesenteric artery and the l4 lumbar artery. These arteries were coil embolized. Even though an angiography revealed no distal type I endoleak of the contralateral leg, the right internal iliac artery was coil embolized then additional stent graft was implanted to extend to right external iliac artery. A final angiography revealed no endoleak. The patient tolerated the procedure.